Manufacturer narrative:
The manufacturer completed the investigation alleging a ventilator failed to charge its internal battery. The device was not in patient use. The manufacturer received additional information from the durable medical equipment (dme) supplier that the device had no malfunction. The device was charged and operated to design specifications. Device not returning for evaluation.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.